Event description:
In 2005, the clinician successfully implanted a gore tag thoracic endoprosthesis to treat thoracic dissection. During the following 48 hours, the pt developed bowell ischemia and coldness in their left lower extremity. It was discovered the thoracic dissection had continued to grow distally. The clinician reports the distal aortic dissection growth may have caused a celcilic thrombosis thus creating the bowell ischemia. The pt expired. The clinician made no alegations of product deficiency and did not feel the device was related to the pt's death.